Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported scan result of 40 mg/dl on the adc device and after 90 minutes was compared to a glucose reading of 600 mg/dl on unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer self-injected 5 units of insulin bolus (fast-acting). However, the customer experienced described as "weak out of breath, shaky, clammy, disoriented, and blurry vision. An ambulance was called and responded, they measured the customer's glucose level of 600 mg/dl. Subsequently, the customer self-treated with 20 units of sugar and 15 units of novolog. There was no third-party treatment provided. There was no report of death or permanent impairment associated with this event.